Event description:
Customer reported experiencing a low blood glucose event with the lowest level recorded at 43 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address the low blood sugar. Technical support advised the customer to consult with a healthcare professional to discuss factors affecting blood glucose levels.